Event description:
A malfunction was reported on the customer's pump, which displayed malfunction code 23 and could not be reset. There was no adverse impact to the customer's blood glucose level. Technical support arranged to send a replacement pump, with updated software, to the caller. Instructions were given to store and return the malfunctioning pump within 10 days using the provided return box and prepaid label. The customer was advised on setting up and programming the replacement pump, including connecting their continuous glucose monitor, and acknowledged understanding of the instructions. A backup insulin pump was to be used to ensure uninterrupted insulin delivery.